Event description:
It was reported that a malfunction alarm occurred. The customer reported that they did not have a backup pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding backup insulin therapy was provided . There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.